Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and there were no anomalies found. The analyst noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during the implant the left ventricular lead would not track into the patient's vessel. The physcian chose to use a different lead. No patient complications have been reported as a result of this event.